Event description:
It was reported that there was a message in the observations ¿wireless telemetry no longer available with this device¿. It is not presently possible to recover wireless; however, the device will continue to function correctly without the wireless module. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 implantable pacing lead (B)(6) 2013, 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry, the noted "no wireless telemetry available for this device" is not observed when opening the submitted file, but tech services confirms this device is part of the noted performance investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.